Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012. According to the complainant, after locking onto tissue, the clip was not able to be released from the delivery catheter. The clip was pulled off from the area, and then the device was withdrawn from the patient. And removed with the catheter. The case was completed with another resolution clip device. Reportedly, prior to use, the oversheath was removed from the device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown however; it has been reported that the patient is over 18 years old. The reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.